Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were updated and/or corrected: e2, e3, g3, g6, h2, h4, h6, and h10. E3 title: endoscopy technician. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation assumed that the cause of the issue could be the wrong connection of the sdi cable or the connection was not made which caused the image not to display normally. The display improved after reconnecting the cable. Therefore, it was assumed that the cause was a connection problem.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer reported that no images were displaying on the gmed computers and stated that there were no error present. Tac advised the customer to check the cable between the uwit-tx and monitor on the cv-190 cart and he discovered the sdi cable was disconnected. After reconnecting the sdi cable, the image displayed on the remote device. Furthermore, customer was still unable to capture from the cv-190 to the gmed computer. Tac informed the customer that the cabling and settings on the cv-190 are correct and the only change in the setup was a software update on the gmed computer and advised the customer to contact gmed so they can reconfigure the computer. Tac confirmed that the olympus equipment is working normally. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that evis exera iii video system center does not display an image. There was no harm, infection or user injury reported due to the event.